Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right hip was revised after surgeon report of posterior and superior wear of the liner leading to dislocation.

Event description:
It was reported that patient's right hip was revised after surgeon report of posterior and superior wear of the liner leading to dislocation.

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown liner was reported. The event for wear was not confirmed. Dislocation of the metal head was confirmed through x-ray. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Additional information such as operative reports, clinical past medical history, and serial x-rays are needed to complete medical assessment. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the exact cause of the event cannot be determined because insufficient information was provided. Further information such as product identification and return, pre and post - operative x-rays, operative reports, as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.